Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump and cylinders were visually inspected and underwent leak and microscopical testing. No visual damages were found in neither of the components upon inspection. Both components passed the leak testing. The reservoir was visually inspected and underwent leak and microscopical testing. No visual damages were found. The reservoir passed leak testing. Rear tip extenders were visually inspected and microscopically examined; however, no damages were found upon inspection. Based on the information available and analysis results, device performance did not likely cause or contribute to the reported patient symptom which is a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Therefore, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient described feeling swollen and itchy due to an infection after the implant of an inflatable penile prosthesis (ipp) device. The device was explanted, and no further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented an infection after the implant of an inflatable penile prosthesis (ipp) device. The device was explanted, and no further patient complications were reported in relation to this event.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient described feeling swollen and itchy due to an infection after the implant of an inflatable penile prosthesis (ipp) device. The device was explanted, and no further patient complications were reported in relation to this event.